Event description:
A peritoneal dialysis (pd) patient has to be hospitalized for unspecified vascular issues from (B)(6) 2014.

Manufacturer narrative:
Additional information has been requested from the treatment provider to support the clinical investigation process for this reported incident. A supplemental report will be submitted upon completion of the plant's investigation.